Manufacturer narrative:
Age or date of birth: unknown/ not provided. Serial number: unknown/not provided. Catalog#: unknown, as product serial number was not provided. Expiration date: unknown as product serial number was not provided. UDI number: a complete UDI # is unknown as product serial number was not provided. Expiration date: unknown as product serial number was not provided. Initial reporter: email address: unknown/not provided. (B)(6). This report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. The device is not returning as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Device manufacture date: unknown as product serial number was not provided. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when the intraocular lens (iol) was implanted, the optic and haptic adhere to each other. A mark was observed which could have been made by the adhering haptic at the front of the optic when the haptic had left the optic. It was learned that balanced salt solution (bss) was used for the setting, and the injection amount of bss and the operation of the injector were appropriate. The iol sticking was not resolved during the irrigation/aspiration (I / a), a space was formed in the anterior chamber using healon, and the stuck haptic was peeled off using a spatula and a sinsky hook. Care was taken not to damage the optics when the haptics were removed. When the haptics were peeled off, it was observed that the filaments were peeled off at the same time, and after the haptics were completely peeled off, some deposits remained in the center of the iol. This deposit could not be removed by using I / a. The next day, a postoperative examination showed something like the deposit on the slit photograph. The patient has not complained about visibility, but doctor may consider replacing the iol. No other information was provided.

Manufacturer narrative:
Corrected data: it was missed in section d4 of the initial report to indicate the model number and then was also not explained in section h10 of the initial report. Moreover, explant date was inadvertently explained in h10 of the initial report as expiration date. Therefore, this correction report is being submitted to correct these. The following fields are updated: section d6b: explant date: unknown as product remains implanted. Additional information: new information received that suspect product model is dcb00v, 21.0 diopter power size, serial number is (B)(6). Test result 1 week after surgery: visual acuity is 1.0 or more in the distance and there is no problem. As a result of checking with the slit image, the deposits on the lens surface still remain, and we are strongly requested to continue to investigate the cause (depending on the cause or the content of the deposits, we will consider replacing it for the patient. The fields below are updated. No other information was provided. Section d4: model number: dcb00v section d4: serial number: (B)(6). Section d4: catalog#: dcb00v0210. Section d4: expiration date: jun 19, 2024. Section d4: UDI number: (B)(4). Section h4: device manufacture date: jun 19 2021. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device evaluation: customer provided photos were reviewed by subject matter expert (sme), who determined that two pictures of a pseudophakic eye on slit lamp and claimed to be implanted with a tecnis optiblue 1pc iol with simplicity delivery system model dcb00v where assessed; a whitish/grayish mark apparently on iol surface of approximate diameter of 1.5mm and located slightly paracentral to the pupil center (the pupil shows a normal size (not dilated). The actual clinical impact of the observed phenomena cannot be determined from a picture assessment; however, and in case it has or would have impact depends on some factors; primarily the location of the defect in relation to the iol optical zone and the patient visual axis, as well as the severity of the damage to the lens. If located in the visual axis/central optical zone and severe enough hypothetically may result in visual disturbances and decreased vision/blurry vision. Hra3097-2 (tecnis simplicity design risk assessment, rev. 9) was reviewed and no potential causes related to the complaint issue were observed and therefore no further escalations are required. The results of this hra review do not confirm any potential root causes and are only provided for informational purposes and therefore no further escalations are required. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.